Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant of the ventricular lead, the lead pacing and sensing was not functioning. The patient was also experiencing twitching. A chest x-ray and computerized tomography (CT) scan confirmed a perforation. The following day a new ventricular lead was implanted and the first lead was left in the patient. Approximately two weeks later that lead was explanted. No further patient complications have been reported as a result of this event.